Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked and reset the upper display monitor cable inside display unit. Problem solved, checked all possibilities, problem not repeat. Passed all required tests, found ok. Unit kept under observation.

Event description:
N/a.

Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit experienced screen flickering. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- dr. (B)(6). A supplemental report will be submitted upon completion of our investigation.